Event description:
Early expiration dates of accucheck aviva plus glucose test strips lot #491665 code 665 and lot # 491672 code 672. Both lots are labeled as expiring on 09/30/2014 but two separate meters gave error codes specifying that the strips were expired on 08/01/2014. This was on two separate aviva accu-chek meters. There is a two month discrepancy between the error codes. This necessitates early replacement of strips at insurance and personal expense.